Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure observed during analysis the lead was returned in two pieces. Final analysis found the lead was abraded at multiple locations which exposed the outer coil. The abrasions were consistent with exposure to constant friction with another implantable device or feature of the heart.